Manufacturer narrative:
Based on the visual inspection and functional test performed on the returned device, the device did not meet the standard specification. The investigation is ongoing, this report will be supplemented when new and relevant information becomes available. Although the customer has been trained as per olympus medical systems india (omsi) training IFU, there is a possibility customer did not brush the device enough during reprocessing. So, the device might be not correctly reprocessed at the time of pickup of the device for inspection at the omsi workshop.

Event description:
It was observed that during the device evaluation, the duodenovideoscope had foreign objects on the knob wire. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was undetermined. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.